Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe s2 5ml 23ga 1-1/4in bd china had foreign matter in the syringe. The following information was provided by the initial reporter: "a nurse from the hospital opened the syringe and found that there were many black foreign matter on the barrels of 10 5ml syringes, which required coc.¿

Event description:
It was reported that bd syringe s2 5ml 23ga 1-1/4in bd china had foreign matter in the syringe. The following information was provided by the initial reporter: "a nurse from the hospital opened the syringe and found that there were many black foreign matter on the barrels of 10 5ml syringes, which required coc.¿

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301944 and lot number 2106101. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the reported issue of foreign matter was observed; however, it is not possible to determine the exact cause.